Event description:
Reportedly, a red alert concerning leads measurements and a yellow alert concerning coil continuity measurements appeared in the remote follow-up. However, all the values are between the expected intervals.

Event description:
Reportedly, a red alert concerning leads measurements and a yellow alert concerning coil continuity measurements appeared in the remote follow-up. However, all the values are between the expected intervals.